Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2014.

Event description:
It was reported that the patient was experiencing ineffective therapy. The patient underwent an ipg explant procedure. No further information has been obtained regarding the location of the device despite good faith efforts.